Manufacturer narrative:
Suspect device: compact test drum.

Event description:
Customer reportedly obtained results of approximately 500mg/dl and approximately 100mg/dl on the compact plus test system within 10 minutes. No action was taken based on device results. No adverse event reported. No strip information provided and no quality controls were used. No information reported to indicate where comparison occurred. Requested return of the suspect test system and replacement was sent. Compact plus test system: strip lot/exp/cat unk.